Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Month and day unknown. Only year (2017) is known.

Event description:
It was reported that during a gastrectomy, there were malformed staples. A new reload was used and had the problem. The surgeon sutured by hand. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information was obtained: the device and reload used in the procedure were not returned for analysis. Sterile reloads from the same lot were returned with the following analysis: tcr75 reload was received sterile with no apparent damage. The cartridge was opened and tested for functionality with a test instrument and it fired without any difficulties, the staples were note to have the proper b-formed shape. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.